Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose between 350 mg/dl and 400 mg/dl. Customer's blood glucose was 448 mg/dl at the time of call. Customer reported of not having a back up plan for treating high blood glucose. Customer also reported of being hospitalized due to high blood glucose. Troubleshooting could not continue as customer disconnected the call.